Manufacturer narrative:
Additional information was received which indicated that a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic (vacs ii) 18 by 40 millimeter (mm) balloon. A post implant bav was not performed following the implant of the second valve. It was reported that the patient had a short membranous septum of approximately 4 mm and complete right bundle branch block (rbbb). The risk of complete atrio-ventricular (av) block was high, therefore it was necessary to aim for a higher implantation depth. It was also reported that the patient's left ventricular outflow tract (lvot) circumference was approximately 10 mm smaller than the annular circumference, which contributed to the dislodgement. The left coronary cusp (lcc) had severe calcification, where as the non-coronary cusp (ncc) and right coronary cusp (rcc) had no calcification. Further, the aortic valve angle was 65 degrees, therefore the approach angle while implanting the valve could not be maintain coaxially, and the position of the valve on the lcc side became shallower at the time of full release which further contributed to the dislodgement of the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: e3. Occupation of the initial reporter was initially reported correctly. H6. Eval code conclusion. Conclusion: no procedural images were submitted for review. A device history review was not required as the event did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Potential factors that can influence a dislodge include tension applied on the delivery catheter system during positioning, calcification levels and compliance of the native anatomy, user technique, and others. Dislodge events are typically not related to a device malfunction. In this case, the valve dislodgement was most likely due to patient anatomy. Several factors were reported in terms of the patient anatomy that contributed to the dislodge. The position of the valve on the left coronary cusp became shallower at the time of full valve release, which further contributed to the dislodgement of the valve. However, with the information available and no images to review, the conclusive cause of the dislodgement could not be determined. This event does not indicate device misuse or a device malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. A second valve was subsequently implanted. No additional adverse patient effects were reported.